Event description:
It was reported that prior to a breast biopsy procedure, the pathologist reported he found plastic in the first harvested specimen- cylinder. Another device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
Date sent: 08/26/2009. Information is unavailable; device was not returned for evaluation.